Event description:
A report was received that the patient will be explanted because the device is making his pain worse.

Event description:
A report was received that the patient will be explanted because the device is making his pain worse.

Manufacturer narrative:
Additional information indicates that the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-50, serial #: (B)(4), description: enh st ld kit.